Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the attachment was in pieces, the setscrew and the oscillating head were broken and failed pre-test for general condition, function of the quick saw blade coupling and check the tool coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device use and maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning, it was observed that the attachment device came apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.